Event description:
It was reported that a perforation, pericardial effusion and cardiac tamponade occurred. The physician was having difficulty navigating the pigtail catheter into the left atrial appendage (laa) and maintaining its position. The physician attempted to remove the pigtail catheter and place it into the left atrium (la) to reposition the watchman access system (was). The physician was advised to place the guidewire into the left upper pulmonary vein or remove the guidewire and use the pigtail catheter to guide the was. Upon advancing into the laa, the was was deep seated in the anterior lobe, where once contrast was injected it was noted to flow into the pericardium. The was sheath was removed and a perforation was noted on transesophageal echo (tee) with 3-5mm color flow jet from laa to the pericardium observed. Emergent pericardiocentesis was performed to relieve cardiac tamponade but was unable to stop the flow of blood into the pericardium. At that point, a cardiovascular surgeon was notified and emergency open chest surgery was performed to repair and seal off the laa. The patient stabilized and was transferred to the intensive care unit for recovery.